Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2008. It was reported the pt began feeling overstimulation from his ipg during charging in the (B)(6) of 2010. The pt was provided with a new charging system, however, the overstimulation sensations persisted. The ipg will be explanted and replaced. It is unknown if the explanted ipg will be returned to the manufacturer for analysis. Follow up on the pt found no further issues reported